Manufacturer narrative:
H6; code 100: kickoff spring bent.

Event description:
During a transabdominal laparoscopic hernia repair, the surgeon fired the eas stapler and it ejected staples without forming them. He opened a second device and the staples jammed. A third device was opened and it also jammed. A fourth device was opened to complete the procedure. All of these events did lead to a longer operation time. There was no consequence to the pt.